Event description:
Boston scientific received information that during a routine device check, this right atrial (ra) lead was found to have dislodged. The physician has decided to reprogram the atrial lead off and has no plans to revise lead. The patient has had no symptoms related to the atrial lead dislodgement. There were no adverse patient effects reported. All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.